Event description:
The pt used the suspect device to check the pt's blood glucose. The pt obtained a result of 375mg/dl. The pt injected insulin and then began showing signs of low blood glucose. 911 was called and the pt was taken to the hospital, where an ER meter registered 13mg/dl for the pt's blood glucose level. The pt was treated for low blood glucose with an IV. The suspect device was replaced with new product and authorized for return to the MFR for evaluation.